Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation was unable to determine a conclusive cause for the reported difficulties. The 3.75 x 8 mm nc trek referenced is being filed under a separate medwatch report.

Event description:
It was reported the protective sheath was very hard to remove from the nc trek balloons. The 3.75 x 8 mm nc trek was advanced to the target lesion; however, the balloon did not inflate despite the indeflator showing pressure. The device was withdrawn and outside the patient anatomy, the balloon was able to inflate to high pressure. The 3.75 x 12 mm nc trek balloon separated completely during the attempt to remove the stylet; therefore the device was not used. Other devices were used to complete the procedure. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device returned for analysis. The complaint investigation determined the reported difficulty was related to manufacturing issues associated with the protective sheath. On march 14, 2017, abbott vascular decided to initiate a voluntary field action for some sizes and lots of the nc trek family of dilatation catheters for difficulty to remove sheath which may lead to inflation or deflation issues. Abbott vascular performed a comprehensive investigation which included device analysis, manufacturing evaluation and trend analysis. The root cause identification was complicated by the fact that users were describing multiple symptoms when reporting the complaints. To date, the frequency of worldwide reported events for difficulties removing the protective balloon sheath, inflation and deflation has reached an actionable limit, thus abbott vascular communicated the voluntary field action to the FDA on march 17, 2017 [medwatch # 2024168-2017-02310]. Corrective action has been implemented per site operating procedures. The product will continue to be trended. The abbott internal recall number is 2024168-3/14/2017-002-r.

Event description:
Based on return device analysis, the case description was reported incorrectly. It was the 3.75 x 12 mm nc trek with the inflation issue and the 3.75 x 8 mm nc trek had the separation.